Manufacturer narrative:
Cracked and gouged blade evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use. "Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during the laparoscopic colorectal procedure, the device stopped during the procedure. The shear was cleaned in h2o and test fired in the air. It failed to restart. A new shear was opened resulting in the same failure. A third shear was deployed and the case was successfully completed. There was no pt consequence.